Manufacturer narrative:
Exact date of event is unknown.

Event description:
It was reported that the patient experienced pain at their ipg site. Cultures revealed a bacterial infection. The patient's ipg was explanted on (B)(6) 2022 and the patient was administered oral antibiotics to address the issue.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.